Event description:
I had "gastric" bypass in 2010 and have had 3 hernias in 2 years. The mesh is giving me severe pain and a balling up. The mesh has caused adhesions and surgery to fix problem. To this day the mesh is causing problems and pain.